Manufacturer narrative:
The affected meter was received for investigation. After powering on the meter, visual inspection of the display showed several black lines and one definite spot in the results field. The representation of the results overlays the black lines as the contrast of the lines is weaker than the rest of the representation in the display. However, the black spot is as dark as the black pixels used to display a result. The spot is right in the center of where the results are displayed making the results not clearly readable. There are no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The display assembly was removed and checked for any signs of damage and no cracks or signs of high stress were observed. The returned display assembly was then replaced with a fully functional display assembly. The meter performs as expected with an exchanged display. The returned display assembly is found to be defective.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could impact the interpretation of results. There were spots within the display beneath the glass that were believed to be physical damage. The spots affect the area where patient results are displayed and results cannot be read clearly. There has been no actual misinterpretation of patient results.